Event description:
The user is not able to comprehend word endings and not able to spell anymore. The distance at which he can hear is also reduced. The user will be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned at the end of spring 2023.

Event description:
The user was not able to comprehend word endings and was not able to spell anymore. The distance at which the user could hear was also reduced. The user will likely be reimplanted at the end of spring 2023.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
The user was not able to comprehend word endings and was not able to spell anymore. The distance at which the user could hear was also reduced. The user was re-implanted.

Event description:
The user was not able to comprehend word endings and was not able to spell anymore. The distance at which the user could hear was also reduced. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.